Event description:
In 2007, the pt received a blow to the head at the reciever/stimulator implant site. The pt discontinued use of his implant until 2007, at which time he reported no sound. The clinic exchanged the pt's externals. However, there was no return of sound. An integrity test was performed the following month. The results of the integrity test were consistent with a malfunctioning receiver/stimulator. Cochlear recommended explanting the device and re-implanting the pt with a new device. However, a surgery date has not been reported.